Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.

Event description:
A customer reported potential discrepant patient results for hba1c on the hlc-723 g8 analyzer. The patient result was 8.7% (non-diabetic range 4.0-6.0%), which was consistent with the past few results. Due to expecting a lower result, the physician questioned the patient result. The patient sample was retested at a different lab using trinity premier affinity and received a result of 6.0%, reference range is unknown. The customer stated they reviewed all of the patient sample results from the past year and found no other results that were questionable. The customer also confirmed there were no issues with quality control (qc). The customer stated they will redraw the patient sample and send out for hemoglobin electrophoresis testing. There is no indication of any patient intervention or adverse health consequences due to the potential discrepant patient results.